Manufacturer narrative:
No bends or kinks were observed on the soft cannula. Fluid was seen exiting the distal tip of the soft cannula. The downloaded data did not show any signs of struggle or pulse width increase. The adhesive welds were not observed to be completed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 500 mg/dl while wearing the pod between 36 and 48 hours. The patient reported cannula being dislodged, while wearing it on the abdomen. For treatment, the patient changed out the pod for a new pod.